Event description:
General report received of an undocumented number of undocumented incidences of loss of IV access due to "the syringe sticking" when flushing. The customer reported that during flushing of the IV accesses of infant and geriatric patients, the syringe plunger would stick to the barrel requiring increased pressure to administer the flush solution. The increased pressure in the vein would cause the access site to be lost. The clinicians were able to restart the IV accesses without problem for all patients. No patient harm was reported. Additional patient information was requested, but no further information was available.